Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose . The customer¿s blood glucose level was 412 mg/dl. The customer was treated with insulin pump. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test due to blank display. Device received with minor scratched lcd window. (B)(4).